Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset for a separate issue. During the evaluation of the device, forceps channel port and light guide lens has corrosion was observed. The service repair technician indicated that the most likely cause of the finding was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.